Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio inr: 7.5; (B)(6) 2012, 2.3; (B)(6) 2012, 1.2 and 1.8. The time between testing on (B)(6) 2012 was 15 minutes. The first drop of blood was not used. Therapeutic range 2.0-3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.